Event description:
It was reported that patient had the device implanted a little over a year ago and it had to be taken out within 3 weeks because it wasn¿t working with the old lead. Health care professional (hcp) left the lead in patient when he removed the device. Patient experienced sharp stabbing pain in the area where the lead was and it was believed that the lead had "poked through her skin." The area where pain was felt was red, sore, and inflamed. Patient felt a "little teeny sharp thing" at pain site. The sharp pains and poking started 4 days prior to the date of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7489, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7489, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 74002, lot # n245469, implanted: (B)(6) 2011, product type adapter; product ID 3888, lot # j0546598v, implanted: (B)(6) 2005, product type lead; product ID 3887, lot # j0542956v, implanted: (B)(6) 2005, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; product ID 37092, lot # 255730001, implanted: (B)(6) 2011, product type accessory.